Event description:
Litigation papers allege that patient experienced hip pain, nerve damage, difficulty walking and a significant limp. Patient felt her hip grinding and could hear a squishy noise with any movement. Although they also allege she had elevated metal ion levels, the product sticker sheet and invoices show that her acetabular cup was not removed until a later date. Patients preliminary disclosure form received on (B)(6) 2012 provided product stickers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/22/2013- ppd and medical records received. Litigation alleged pain. The acetabular cup is reported on (B)(4). After review of the medical records the revision operative note indicated there a prior fracture of the posterior great trochanter that was repaired with cables. The stem has already been reported on (B)(4) so it will now be coded for a bone fracture. The revision note also indicated the patient was revised for a leg length discrepancy so the stem on (B)(4) will be coded for that. The femoral implant will also be coded for leg length discrepancy. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.